Manufacturer narrative:
Plant investigation: a sample was not returned to the manufacturer for physical evaluation and no photographs were provided for review. Furthermore, retention sample analysis was not performed, due to the small number of samples available and the high unlikelihood of failure detection due to 100% batch testing (via bubble-point and air testing during sterilization). A batch records review was performed. (B)(4) products were inspected from this lot by protocol and found to be conforming to specifications. No indication for any relationship with the reported failure mode was identified. However, it was noted during review that leakages can occur in very few cases due to adverse environmental conditions or mechanical stress.

Event description:
A user facility nurse reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 3 hours and 48 minutes after treatment initiation. The fibers within the dialyzer ruptured. Treatment was discontinued. The patient's blood was reinfused. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury occurred. No medical intervention was required. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.